Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has reviewed medical records and investigations are pending. A nurse reports that two days prior to the hospitalization on (B)(6) 2014, the pt "broke sterility" during continuous cycler-assisted peritoneal dialysis (ccpd) treatment by disconnecting from the cycler while performing treatment, proceeding to use the restroom, and then re-connecting to the cycler without using aseptic technique to finish treatment. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reports a pt was admitted to a hospital on (B)(6) 2014 with complaints of abdominal pain, a "burning sensation" in his stomach, and a "problem sitting up". Medical records revealed on (B)(6) 2014, the pt was admitted from the pt's peritoneal dialysis catheter "looked turbid and infected". The dialysis fluid expressed was cultured and grew candida albicans. The pt was diagnosed with abdominal pain from fungal peritonitis, secondary to chronic peritoneal dialysis catheter. The peritoneal dialysis catheter was removed via surgery. According to the nurse, the pt started hemodialysis on (B)(6) 2014, while admitted to the hospital. As of (B)(6) 2014, the pt's signs and symptoms of peritonitis, abdominal pain, "burning sensation", and "problem sitting up" have resolved, and the pt continues hemodialysis treatment without further issues. The pt was discharged on (B)(6) 2014.